Event description:
It was reported that during a surgical procedure, a drill heated up. It is unknown if backup equipment was needed, or if this event caused any delay in the procedure. There was no report of patient or user injury, and no adverse consequences alleged with this event.

Manufacturer narrative:
The drill was received by the MFR, however, the complaint could not be replicated. Per the quality investigation, the rotor assembly was worn, indicating excessive friction between mating components within the drill. Excessive friction can lead to heat being generated when the device is operated. The rotor assembly was repaired and add'l components were replaced, for preventative maintenance purposes. The handpiece was repaired and returned to the customer.